Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received. Adding the following information: patient identifier: (B)(6). Implanted date: on (B)(6) 2022. Explanted date: on (B)(6) 2023. This is a follow up report for this additional information. FDA coding was missed in the initial report. Adding additional health effect- clinical code 1930. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to astratech impl ev 4.8s 9mm os catalog#: 26342. Correcting lot number from unk to 444635. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1863. The correct codes for this complaint are: medical device problem code - 2408. This is a follow up report for this corrected information.